Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was having high blood glucose of 325 mg/dl; she gave herself a bolus and hour and 15 minutes later it was 345 mg/dl. She treated with manual injection. During troubleshoot; it was stated the drive support cap is recessed. The tubing and reservoir have some air bubbles. Customer stated the insulin pump was not rewound with a reservoir in place. She noticed a little insulin at the bottom of the reservoir and an empty space between the insulin and top of the reservoir. Customer was advised to change the infusion set and reservoir. Customer was assisted on performing rewind and prime; insulin did exit. No insulin leak found. Nothing further reported.